Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a keyboard issue. The customer reported that the keyboard stopped responding to all keystrokes and an error window did pop up before the keyboard stopped working but cannot recall what the error stated. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-mar-2023 to 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed. A field service engineer replaced the keyboard, logged into the unit, checked usb hubs, ensured power settings were correct, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.